Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Postoperatively the pt presented with diffuse lamellar keratitis (dlk). A flaplift and rinse was performed on the right at the 2-day postop visit. The pt responded to treatment and the dlk has resolved. The patient's preop bcva was 20/20 and the most recent postop ucva 20/20.